Event description:
It was reported that the ventilator failed the flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the o2 gas module was replaced. The replaced part were returned for investigation. The device logs were not received. The investigation revealed that the returned o2 gas module passed all tests without any discrepancy when it was connected to a test ventilator. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. The root cause could not be determined since the reported problem could not be reproduced.

Event description:
Manufacturer's ref.#: (B)(4).